Event description:
A report was received that a patient underwent a lead revision due to lead migration. During the revision, the physician believed that one of the contacts was bent and the lead was displaying high impedances. The old lead was discarded and the patient was implanted with a new lead. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-30, serial # (B)(4), linear 3-6 30cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient underwent a lead revision due to lead migration. During the revision, the physician believed that one of the contacts was bent and the lead was displaying high impedances. The old lead was discarded and the patient was implanted with a new lead. The patient is reportedly doing well.

Manufacturer narrative:
Additional information received.